Event description:
Customer reported increased frequency of occlusions with mobi device despite troubleshooting attempts, including changing infusion sets and site rotations. There was no adverse impact to the customer's blood glucose level. Customer was advised to continue using the current pump until the replacement pump arrives and was provided with instructions for pump handling and return; a signature was required for delivery.